Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc evaluated the instrument data and did not find an instrument malfunction. Repeating the sample had yielded the correct result. The ccc also detemined that a precision run on the sample resulted within acceptable limits. The cause of the discordant vancomycin result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument. The repeat result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.